Event description:
One hour post-deployment of a 6f angio-seal vip, the patient's leg turned blue and there were no distal pulses. The device components were surgically removed, and the patient was recovering with no additional complications.

Manufacturer narrative:
(B)(4). Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.